Event description:
An attempt was made to cardiovert the pt's rhythm using the device with internal paddles and a defibrillation adapter. Reportedly, the defibrillator charged but would not discharge energy to the pt when the adapter discharge switches were pressed. The pt was converted to a perfusing rhythm with the implanted defibrillator. There were no reported adverse effects to the pt resulting from the discrepancy.